Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a non-bsc catheter, delivery wire and coil were returned for analysis. The distal end of the delivery wire was returned in the hub of the catheter. On removal from the catheter hub dried blood was removed. The delivery wire was inspected and there was no anomaly noted. The proximal end of the coil was stuck in the distal end of the catheter. The catheter was soaked in luke warm water to assist with removal of the coil from the catheter. Several attempts were made to remove the proximal end of the coil from the catheter but as each section of coil was removed, dried blood was removed and the coil was covered in dried blood. It was not possible to remove the remaining coil from the catheter as the coil remained cemented to the inner shaft of the coil due to dried blood. The coil that was removed was severely stretched and kinked from the middle towards the proximal end. Dried blood was present on the fiber bundles. A microscopic inspection noted that the zap tip shape and surface of the coil was smooth. The zap tip shape and surface of the delivery wire was rough due to dried blood. The interlocking arm of the delivery wire was inspected. The ptfe (polytetrafluoroethylene) at the weld joint was buckled/kinked. The delivery wire dimensions that could be measured were found to be in specification. The coil dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as an incompatible catheter and insufficient flush and was used during the procedure. The dfu states that ¿the interlock - 35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f (1.70 mm) od (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager¿ ii selective diagnostic catheter without side flushing holes.¿ and ¿in order to achieve optimal performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f imager ii selective diagnostic catheter is flushed vigorously, either utilizing a continuous flush or hand injection setup, before and after the introduction of each interlock - 35 fibered idc occlusion system.¿ (B)(4).

Event description:
Reportable based on device analysis completed on 31aug2015. It was reported that the coil was stuck inside the catheter. A 10mm x 40cm interlock -35 was selected for use. During the procedure, it was noted that the coil was stuck in a non-bsc catheter and was unable to be deployed. The coil and the catheter were removed as a unit. The procedure was completed with a new diagnostic catheter and another 10mm x 40cm interlock&#11123;5. No patient complications were reported and the patient's condition was fine. However, device analysis revealed that the proximal end of the coil was stuck in the distal end of the catheter.